Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, they used the unit to scan the patient and it never detected. They used another unit and it detected the sponge. No patient harm.